Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a blinking heart alert at the communicator related to important information not being able to be transferred correctly. The patient was referred to clinic to verify radio frequency setting at the pacemaker that remains in service at this time. No adverse patient effects were reported.